Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 140-238 mg/dl. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.